Event description:
An 88-yr-old male with diagnosis of renal failure was placed on telemetry monitoring. Pt has had internal pacemaker. Co's digital telemetry being used to monitor cardio-data; transmitting to central station. Central station monitor techn did not select pace mode for arrhythmias. Pt expired between 0430 and 0600. Central station did not alarm. Pacer continued to fire in normal manner. Rn checked pt at 0430. No problems noted. When checked at 0600, pt had expired.